Event description:
Sorin group received a report that the flow from the centrifugal pump was decreasing with no decrease in the pump flow rate. Hand cranking was used to maintain blood flow for less than one minute while the user replaced the flow probe and display panel. After the replacement, the flow returned but there was no flow rate displayed. The user determined that the flow was adequate and the procedure was completed without further issues. There was no pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert centrifugal pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group field service rep dispatched to the facility to investigate. While at the facility the service rep replaced the drive unit and the display panel and subsequent testing confirmed that the issue was resolved. The replaced parts, will be returned for eval. The investigation is ongoing. A follow up report will be filed when the investigation is complete.